Event description:
Recipient claims that blood testing results for viral communicable diseases showed evidence of exposure to hcv. Graft implanted in 2004 during right distal radius osteotomy. Recipient underwent surgery at hospital. Graft is associated to voluntary biomedical tissue services recall.

Manufacturer narrative:
Investigation: review of internal records, donor records, tissue donor serological test results, medical release, manufacturing history, qa/qc reviews and processing cultures. It is unknown to rti if confirmatory testing has been performed. Results: according to internal and manufacturing records review, graft passed all release criteria prior to distribution. Donor serological testing results and medical/social history was negative for signs of infectious disease or process. Further testing of archived serum or tissues to be determined. Conclusion: the processing methods utilized for graft include a demineralization and irradiation process which are validated to eliminate the potential of disease transmission. It is more reasonable that exposure to hcv is due to a source, event, or behavior other than allograft implant.